Event description:
It was reported through the filing of a lawsuit that allegedly the plaintiff was implanted with an accolade tmzf hip on or about (B)(6) 2005 which failed, causing loosening and infection. It is further alleged that the plaintiff was forced to have device removed. Additional information as per legal: it was reported by the attorney for the patient as a result of a lawsuit that allegedly the patient underwent hip surgery using accolade tmzf hip components on (B)(6) 2005. It is alleged that "after the implantation of the device the patient began experiencing discomfort in the area of his device." It is further alleged that "initial diagnostic workup revealed the absence of device loosening, infection, malposition symptoms. As symptoms persisted, additional diagnostic workup revealed the presence of markedly increased levels of metal ions in the patients' blood and/or urine."

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade tmzf stem. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.